Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter was implanted (B)(6), 2009 and came out completely with cuff intact (B)(6), 2009 after 21 days. Catheter needed to be replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.